Event description:
It was reported that during an upper right pulmonary lobectomy procedure, some staples did not fire, resulting in an incomplete staple line. The procedure was completed with a like device with no consequence to the pt.